Event description:
It was reported that the device downstream occlusion seal was ripped. It observed during testing and there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a torn downstream occlusion seal and a buckling upstream occlusion seal. The seals were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.